Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. Ppf alleges abductor muscle repair and elevated metal ions confirmed in medical records. Doi: (B)(6) 2012; dor: none reported; right hip. See (B)(4) for the previous revision.